Event description:
It is reported that the surgeon had implanted the glenoid base before noticing the drill bit had sheared off and lodged in the pt's scapular. The surgeon did not deem it necessary to remove, as it will not cause any harm to the pt.

Manufacturer narrative:
This report will be amended when out investigation is complete.